Event description:
It was reported that during an unknown procedure, it is alleged that for every clip fired, two misfired. Competitor's product was used to complete the procedure. There were no adverse consequences to the patient. Additional information has been requested to obtain further information but has not been received to date. If the information becomes available, a supplemental will be sent.

Manufacturer narrative:
(B) (4). (B) (4). Yielded jaw, dropping or ejected clip. The analysis results of the instrument found that it was returned with the jaws yielded. The device was cycled and clips with gap were noted. It could not be determined what may have caused the jaws damage. It is known that the found jaws condition can lead to the reported event of firing issues. The instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit clips". A batch record review was performed and no anomalies were found during the manufacturing process.